Manufacturer narrative:
The device was not sequestered by the customer and the customer declined further investigation assistance. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not confirmed.

Event description:
The customer reported an over infusion of lidocaine occurred during programming "with a nurse inadvertently swapping the normalized rate field with the rate ml/hr field" and exceeding the soft limit of 4.1ml/min. Unspecified labwork was drawn and the patient was reportedly somnolent, had bilaterally decreased hand grip strength and numbness of the tongue. No other medical intervention was required and the patient experienced no lasting harm. The customer initially requested a log review to confirm the programming and identify if a guardrails alert had occurred, but later confirmed that the expected guardrails alert did occur and any further investigation has been declined.